Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
During a 2-level syfix procedure at l4-s1, surgeon was inserting a screw and was retracting the right iliac artery at l4-5 with the handheld retractor, curved and the patient started bleeding. Surgeon reported to consultant that he may have pulled on the artery too much. The exposure surgeon was called in to the repair the bleeding. The bleeding was stopped. Surgeon completed the procedure with no further problems. Procedure was extended for approximately 1 hour. Patient was reported to be doing fine as of (B)(6) 2012.